Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. The customer stated that no human harm occurred and no medical intervention was required as a result of this event.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. The customer stated that no human harm occurred and no medical intervention was required as a result of this event.

Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the investigation found multiple signs of misuse. Conclusion: the reported delivery issue was caused by user-induced physical damage (misuse.) No manufacturing or quality issues were identified. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from (B)(6). A delivery issue was reported. The customer stated that no human harm occurred, and no medical intervention was required as a result of this event.